Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic pericardial valve was failing. A second 23mm tavr device was implanted into the existing aortic pericardial valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was twelve (12) years and twenty (20) days. Through follow up with the health care provider, the operative report provided the following: this is an extremely high risk 74 year-old woman who was transferred to my service. She was in end stage heart failure from critical prosthetic valve stenosis, with a peak gradient of greater than 100mmhg. She was transferred to the ICU, intubated, placed on high dose inotropes and pressors. She was in severe cardiogenic shock, and prohibitively high risk for open re-do avr. Given her age, and that she was doing very well up until the past few months, we offered the patient a high risk valve in valve tavr. Her most recent echocardiogram demonstrated an ava=0.2 cm2. The patient was implanted with the tavr device successfully and transported to the csicu in critical but stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of this device at the time of the intervention has not been made available. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective action is required.